Event description:
Caller asking what they should do if the patient is experiencing sic (sensing integrity counter) counts and high rv (right ventricular) thresholds? High rv (right ventricular) threshold on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).